Event description:
It was reported that during a surgical procedure at the user facility the product was fluctuating in pressure. There was no medical intervention, no adverse consequences, and no procedural delay. The procedure was completed successfully.